Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product event summary: performance data collected from the mobile programmer was received and analyzed. Analysis of the product data /database found the customer comment that the mobile programmer lost connectivity was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after the implantable device was programmed, the mobile programmer lost communication with the device when it was placed in the pocket. It was noted that when device was positioned under the fascia, there was no reconnection between the mobile programmer and the device. Troubleshooting involved disconnecting the patient connector head, closing and restarting the mobile programmer application, then subsequently re-connecting the head to resolve the issue. No patient complications have been reported as a result of this event.